Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested regarding how the device was removed form the patient and it was stated, "I have asked how it was removed, since the balloon port was disconnected from the catheter," however no additional information could be obtained to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of the event is unknown, thus the date used was the date convatec became aware. The product lot number was unable to be obtained because the patient was transferred from another hospital and the box was not moved with the patient, therefore we are unable to determine the specific manufacturing site.

Event description:
It was reported that there was an incident where the balloon inflation port with indicator had fallen off of the catheter. It was further reported this event occurred while the system was in use by an intensive care patient "in bed".